Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and highly calcified left anterior descending (lad) artery. The physician advanced a luge wire 300 cm down into the vessel. A 2.5 x 15 mm maverick balloon catheter was advanced onto the guide wire and as it was entering the toughy, the balloon catheter snapped in half. The break was in the middle of the device, where the physician's hands were. To complete the procedure, another of the same size maverick balloon was used with the same guide wire and catheter. No pt complications were reported. The pt's current condition is listed as "fine".

Manufacturer narrative:
(B)(4).